Event description:
It was reported that an end user died of unk causes and during the autopsy, a foam sponge from an oral swab stick was found lodged below his tracheal stoma.

Manufacturer narrative:
The end user had a long standing tracheal stoma due to a history of laryngeal cancer. He collapsed outside his home and subsequently died. Prior events leading up to his collapse were not witnessed. During the autopsy, a foam sponge from an oral dentip was found lodged approx one inch below his tracheal stoma. The wife later found the oral swab stick in the home. The stick was reported to have evidence of glue on it. It was also reported that the wife pulled on foam sponges of remaining swab sticks in the home and was not returned for eval. Photos were not provided. It is not known how this individual was using the oral swab stick or how it would have entered the opening of the tracheal stoma. W/o a sample or photos to evaluate, a root cause has not been determined. However, due to the reported incident, this medwatch is being filed.